Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer thinks they did not eat enough and cannot feel their lows. The customer was at 97 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The hospital thought the pump was over delivering. Troubleshooting was not completed as the customer declined. The customer went high to 477 mg/dl due to over treating for the low. The customer was treated with manual injections for the high. The insulin pump will not be returned for analysis.